Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver blade was broken.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver blade was broken.

Manufacturer narrative:
The visual investigation revealed that a part of the tip (hexagon) of the inner blade was broken off and the fracture surface showed appearance of forced rupture resulting from torsional and bending overload. It was determined that the plastic deformations of the hexagon edges of the remaining flanks were caused due to too high torsional forces in turn direction during application. Furthermore, pressure marks at the slot area of the blade were visible indicating high bending forces. The tip area of the outer blade showed plastic deformations at the edges in turn direction resulting from too high torsional forces due insufficient insertion of blade into the screw head which could lead to high torsional forces and ultimately breakage of the inner blade. Based on the investigation the root cause of the reported event was attributed to a user related handling issue. The determined failure of the inner blade was caused by too high torsional and bending forces during screw insertion. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Manufacturer narrative:
Investigation in progress but not yet complete.